Event description:
The pt tested his blood glucose on suspect device and it was 80 mg/dl and 90 mg/dl. He did not eat due to the high blood glucose reading. Later he passed out. His wife called the paramedics and they tested his blood glucose on their device and it was 22 mg/dl and his blood glucose was tested on the suspect device and it was 80 mg/dl. He was given an IV with glucose. Glucose controls were run on the suspect device and they were out of specifications.